Event description:
It was reported to philips that host pc has crashed. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Manufacturer narrative:
Philips has investigated this complaint. It was reported that the host pc has crashed. Upon troubleshooting, philips remote service engineer (rse) inspected the system remotely and confirmed that the host pc was not powering up and informed the customer to order and replace the host pc. The customer cancelled the onsite service work order. So, onsite service was no longer required, and no further action was necessary at the time. The codes were updated based on the investigation outcome. Evaluation method code was corrected.